Manufacturer narrative:
Continuation of medical devices: d334drg ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high/undefined defibrillation impedance on both the superior vena cava (svc) and rv coils. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.